Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the device active electrode was implanted into the pt's superior semicircular canal instead of the cochlea. The pt is unable to receive auditory sensation but can perceive vestibular sensation as a result of stimulation.